Event description:
It was reported that the catheter became stuck with the wire. A 10mmx3.50mm wolverine coronary cutting balloon was used in a severely calcified artery. During the procedure, it was noted that the device got stuck with the guidewire. The catheter and the guidewire were removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.